Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) arrived at the station and found that the screen was black. The fse had the customer cycle the power button, after which the station came up. Once the boot process was completed, it displayed an eas fridge failure. The customer went to storage space recovery and was able to successfully recover the space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.